Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. An as received simulated treatment times was performed and completed without any failures or problems. There were visual indications of dried fluid under the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, it was reported that this female patient on peritoneal dialysis (pd) was hospitalized alleging that the patient had been overfilled by the fresenius cycler. Treatment data was retrieved which did not reveal any cycler malfunction or increased intra-peritoneal volume (iipv). However, during the call it was stated the patient would not be discharged from the hospital without a replacement cycler, per the doctor. Therefore, the cycler was processed for replacement, in additional follow up, the patient¿s pd nurse reported that the day prior to hospitalization (on (B)(6) 2024) the patient experienced issues with the heater bag. It was stated the heater bag went empty and became overfilled. The nurse was not able to identify why this occurred. Subsequently, on (B)(6) 2024, the patient was hospitalized with fluid volume overload. The patient received pd therapy in the hospital with a hospital cycler (details unknown). The nurse indicated the patient was to get a replacement cycler as part of the condition for the patient¿s discharge as it was alleged that the cycler caused the patient¿s fluid overload. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital and continues pd therapy on the replacement cycler without any further reported issues. The patient is recovering from the event. The nurse stated pd treatment data was not available. Additionally, the nurse reported that the fresenius cycler was stolen when the patient placed the cycler outside of her apartment for return to manufacturer.

Event description:
On (B)(6) 2024 it was reported that this female patient on peritoneal dialysis (pd) was hospitalized alleging that the patient had been overfilled by the fresenius cycler. Treatment data was retrieved which did not reveal any cycler malfunction or increased intra-peritoneal volume (iipv). However, during the call it was stated the patient would not be discharged from the hospital without a replacement cycler, per the doctor. Therefore, the cycler was processed for replacement, in additional follow up, the patient¿s pd nurse reported that the day prior to hospitalization (on (B)(6) 2024) the patient experienced issues with the heater bag. It was stated the heater bag went empty and became overfilled. The nurse was not able to identify why this occurred. Subsequently, on (B)(6) 2024 the patient was hospitalized with fluid volume overload. The patient received pd therapy in the hospital with a hospital cycler (details unknown). The nurse indicated the patient was to get a replacement cycler as part of the condition for the patient¿s discharge as it was alleged that the cycler caused the patient¿s fluid overload. Subsequently, on (B)(6) 2024 the patient was discharged from the hospital and continues pd therapy on the replacement cycler without any further reported issues. The patient is recovering from the event. The nurse stated pd treatment data was not available. Additionally, the nurse reported that the fresenius cycler was stolen when the patient placed the cycler outside of her apartment for return to manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler with report of a heater bag issue and the patient¿s subsequent hospitalization for fluid volume overload. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis with many potential etiologies. At the time of this clinical investigation the cycler was not returned to the manufacturer for further product analysis. Currently, it is unknown what may have caused the reported issues with the heater bag. Based on the reported information, the cycler cannot be completely excluded as a potential causal factor in the patient¿s fluid volume overload. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.